Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued.

Event description:
This is a spontaneous case report received from a consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted about a year and a half from the time of the report ((B)(4) 2014). She reported has been dealing with chronic infections since. At time of the report, she was experiencing for fourth time she's had septicemia. She stated that these symptoms started a couple of weeks after essure insertion. Follow-up information received on (B)(6) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(6) for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic infections (regarded as pelvic infections), which is listed in the reference safety information for essure, and had septicemia, which is unlisted. The events are serious due to medical importance. In this case, the events occurred a couple of weeks after essure insertion. The occurrence of chronic infections might have led to septicemia. Although this case was reported with limited information, considering a positive temporal relationship and that a contributory of essure insert in occurrence of these events is likely, causality with suspect insert cannot be totally excluded. Since sepsis within 4 weeks after insertion of essure is a serious injury event, this case was regarded as incident. Based on available information, there is no reason to suspect a quality deficit of the product. Further information is being sought.